Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer's insulin pump was not delivering the correct amount of insulin. Customer stated they had no delivery alarms that were resolved by a complete set change. The customer also reported an infection at their site that required medical attention. The customer's blood glucose was unknown at the time of the call. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.